Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received.

Event description:
The complaint/event involved an unspecified spinning spiros® device. Leaks were reported at the port of an unspecified spinning spiro, non-return valve (=k zero adapter). The leakage was in the area where the connection valve was used. These were the following negative effects that were reported: 1. Unclear quantity of cytostatics actually infused. 2. Skin irritation due to leaking cytostatics. 3. Stressful situation for the patient (psychological component). 4. Danger to third parties due to the uncontrolled release of cytostatic drugs. Product details are as follow: 1. K-zero adapter ref m79400849y, lot 32221354. 2. Powerloc maxport needle: size 19 gx0.75, ref 0141975, lot asgxfc055. 3. Spinning spiro (doc sid 4000 or doc sid 4000 r) 4. Elastomer pump. There was no report of any patient harm.

Manufacturer narrative:
The complaint of leaks on spiros cannot be confirmed. Since no product samples, pictures, or videos were received for investigation. Without the return of the used sample, a comprehensive failure investigation cannot be performed, and probable cause cannot be determined. The device history review (DHR) review couldn't be performed due to the lot number for this complaint was unknown.